Manufacturer narrative:
The insulin pump communicated properly with the glucose simulator and the minilink transmitter. The tested blood glucose value was listed on the sensor graph screen. The device also communicated properly with the test blood glucose meter. The blood glucose value on the meter was displayed on the device screen. No button error alarm noted. All buttons function properly, no damage noted on keypad traces. The insulin pump passed the displacement test, rewind, basic occlusion test, self test, and unexpected restart error test. All operating currents are within specification, off no power alarm functions properly. The device was unable to prime during prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were not performed and the reservoir volume matches the units remaining in the status screen were not verified due to prime and or fill anomaly. The motor was tested outside of the device and passed. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to low blood glucose levels. Troubleshooting was performed. Current blood glucose level was 324 mg/dl. For the past week customer has had low blood glucose, treated with glucose tablets. Customer was advised to disconnect from the device. Drive support cap is normal. Blood glucose level when admitted was 182 mg/dl. Symptoms were vomiting and nausea. Customer was not disconnected during rewind/prime sequence. Settings are fine. The reservoir had more insulin then what was noted on the device. Customer has been disconnected all day from the device. The device had been worn during a fully body scan at the airport. The device passed the displacement test. Troubleshooting for button error was performed, since it was noted in the history. Customer is unaware of what may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined to return the device. No further information reported.